Event description:
It was reported that after announcing a usual breakfast while already elevated, the ilet user¿s glucose rose further and then declined rapidly to a low. The scenario involved use of the ilet system and focused on meal announcement behavior and timing relative to corrective insulin, with the relevant device component being the user interface. The user¿s glucose subsequently returned to range. Symptoms included hot flashes/ flushes and hyperglycemia followed by hypoglycemia, ranging from 64 mg/dl to 265 mg/dl. Outcomes included serious injury leading to unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified related to improper or incorrect procedure or method, and the device component implicated was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.